Event description:
The customer reported that the after op check was run, the device gave a black screen and when restarted the device the screen went black again and locked up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the after op check was run, the device gave a black screen and when restarted the device the screen went black again and locked up. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the complaint. It was found that the processor pca was faulty and was replaced to resolve the issue. The device passed all performance assurance tests.